Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: MRI scan which showed "that at least one of the prostheses was defective"

Event description:
Patient representative reported that the patient underwent a MRI scan which showed "that at least one of the prostheses was defective" and "came across a recall of allergan implants, of which patient was never informed". Further reported was that the patient had a "general feeling of 'being sick'", "fatigue", and complaints of muscular pain and muscle ache which have been deemed not related to the device. Affected side is left. The device was removed and replaced.